Manufacturer narrative:
Catalog # corrected to cu-22122-f. The customer returned a single guide wire, an introducer needle and an arrow raulerson syringe (ars) for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have two bends/kinks towards the distal end of the body, just below the j-bend. The distal j-bend was slightly deformed but intact. No defects or anomalies were observed on the ars or introducer needle. Microscopic examination confirmed the bends in the guide wire body, although no distinct kinks were observed. Both welds were present and were observed to be full and spherical. No defects or anomalies were observed on the ars or introducer needle. The bends in the guide wire were located 23 and 24 mm from the distal tip. The overall length and outer diameter of the guide wire, and the introducer needle cannula inner diameter were all measured and found to be within specification. The guide wire was advanced the returned ars and introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. Other remarks: a device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire bent during use was confirmed through examination of the returned sample. The guide wire was bent in two locations towards the distal tip. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleged that the sgw (spring wire guide) was bent and it was difficult to proceed with the procedure. The procedure was completed using another device.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleged that the sgw (spring wire guide) was bent and it was difficult to proceed with the procedure. The procedure was completed using another device.